Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Left brake will not lock, so the chair is still moving after it is stopped and the motor is engaged.